Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 60 mg/dl and 460 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with a button and strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported test strips have not been returned and a valid serial number has not been provided for the precision strips provided. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product-related issues. If the reported strips are returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 60 mg/dl and 460 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.